Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that blood leaked from a bd intima ii¿ IV catheter 24g x 0.75 in. During use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: the extension tube section has a rough surface, it is not smooth and it has a stretch crease. The pinch clamp clamping position is higher than the extension tube damage position, can confirm the extension tube damage position is not caused by the pinched clamp. DHR ¿ batch production is (B)(4). Production in mar. 2017. Automation line #3. No abnormalities associated with defects recorded. Investigation conclusion: according to the complaint information feedback: the second infusion day, nurse found extension tubing damaged. The above complaint information can be inferred that the product was qualified when it was used. Root cause description: confirmed, not related to factory.